Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 to 538 mg/dl and treated with a cortisone shot. Customer needed assistance with sensor glucose and pump information. Customer declined high blood glucose troubleshooting. No further assistance was required.